Event description:
Smartez pump (se0200-100, lot# s8c58) containing unasyn 3 grams in 0.9% sodium chloride 100 ml took 3 hours to infuse. Nurse checked pt's line and it is working correctly. Returned elastomeric device checked, when unclamped, it drips very slowly.